Event description:
Arcing and burning reported during hysterostomy procedure; pt sustained large burn on inner wall of uterus. Resectoscope inner sheath tip also reportedly separated in vivo.

Manufacturer narrative:
Primary instrument involved was geis-hcf25 inner sheath, not the eiwe working element as initially reported.